Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was not detected on bus. A field service engineer reseated connections and tested cubies and voltage and tested in hardware test application (hta) and advised customer to replace the cubie. Then the customer confirmed that the service was completed, and the system had recovered, and it was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, the drawer 1.2 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user was able to get the medications from another station. However, there were no adverse events or injuries reported based on this event.